Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the saw attachment was found to not hold/secure blades, saw blade coupling was not functioning properly, lock nut on saw blade coupling was loose which made the turn knob assembly detach and pin on positioning ring was displaced. Therefore, the reported condition was confirmed. It was noted that the issues were consistent with improper handling and improper cleaning/care (loctite degrade from cleaning agents). The assignable root cause was determined to be due to failure to follow cleaning sterilization, and/or maintenance procedures per directions for use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip surgery on a canine, it was observed that the saw attachment device would not hold the blades. As a result, there was a five minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.